Event description:
Reporting status: malfunction. Reporting rationale: shaft separation has caused or contributed to patient injury previously. Device issue: shaft separation. It was reported that the balloon was missing from the end of the device and it appeared that the end stretched and torn. Per the returned product, the midlap joint (shaft) is separated. No patient injury/effect has been reported. No addiional event or patient information is available.

Manufacturer narrative:
Results - product performance engineering was unable to perform an investigation at the time of this report. Results and conclusions will be forwarded upon investigation completion. Evaluation summary: quality assurance analysis revealed that the catheter was returned with blood on the balloon, shaft and sidearm and in the balloon, guidewire lumen and inflation lumen. No contrast was visible. The balloon was loosely folded. There was a separation in the shaft at the midlap joint 30.8 cm proximal to the proximal solder. The fracture faces was slightly stretched. There was adhesive visible on the distal shaft and inside the proximal portion. No other damage to the catheter was noted. This catheter was sent to the lab for further analysis. Product performance engineering was unable to complete their investigation at the time of this report. Results and conclusions will be forwarded upon investigation completion.